Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia procedure, while attempting to fixate the mes to the bony prominence, the first device with the reload did not penetrate the bone as desired. The second device with second reload was used but the surgeon was not satisfied with the fixation to the bone and surgeon was aware of some bleeding at the site on the second application. Surgeon used a third device which is different now the initial devices that was used, it was applied to the same surgical site and the surgeon was satisfied with the fixation achieved. The procedure was completed using the third instrument. The feedback was that the first two instrument were not articulated during the first two applications. There was no patient injury.